Event description:
It was reported that a cartridge alarm occurred during insulin delivery. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose.